Event description:
In 04/2001, the facility's oncology rn informed the MFR's rep of the following: catheter broke off of the device and migrated into the pt's right atrium (observed on dye study performed). The device and device catheter are presently implanted and will be explanted.